Event description:
Around 8:00 on (B)(6) 2025, ivtm therapy using the quattro catheter (lot: 209284) began. A bulge was found near the suk outlet, so the first start-up kit (suk) (lot: 207956) was replaced with a new one, but the same issue occurred again with the second suk (lot: 207956). The dwell time of the suks is unknown. Ivtm therapy was ended, and the treatment was continued using a blanket. It is unknown how long ivtm therapy was performed. When the catheter was removed and the saline was drained, the customer reported the catheter was more clogged than usual. When removing the catheter, the saline solution was not pulled out properly when the syringe was withdrawn. The saline usually drains easily from the catheter, but in the case in question, the pressure was so high that it had to be pulled out with great force. No patient injuries were reported.

Manufacturer narrative:
The reported complaint that the quattro catheter (lot: 209284) was more clogged than usual was not confirmed during the functional testing of the returned quattro catheter. No issues or discrepancies were found. No device malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There were no kinks or physical damage observed on the catheter. Blood residue was observed in the luered tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no issues were found. In addition, the returned catheter was connected to the returned suk and ran on a peristaltic pump for 10 minutes at a high-speed rate; no leak was observed. The suk red pinwheel was rotating as normal, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to the returned suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. The balloons were properly warming during the warming mode and cooling during the cooling mode. No leak, no damage was found on the catheter. The red pinwheel of the suk and the pump roller was rotating as normal and the flow of saline was observed during testing. No problem was found, and the catheter functioned as intended.